Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed to be abnormal treatment of the battery, specifically moisture intrusion causing an overheating of the contact posts which in turn caused burn marks on the battery housings.

Event description:
It was reported that while preparing the non-sterile battery for surgery, smoke was seen coming out of the housing. After further inspection, it was found that the non-sterile battery appeared to be melted. There were no adverse consequences related to this event.